Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced restenosis. The target lesion was located in the mid right coronary artery with 100% stenosis (timi 0 with thrombus present) and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.5 x 24 mm taxus liberte stent with 0% residual stenosis. During the index procedure there was initially timi 2 flow down an rv marginal which came off at the stented area yet after two injections of intracoronary nitroglycerin flow improved considerably to timi 3 with no ischemic EKG changes and further resolution of the ischemic symptoms. The patient was discharged three days post procedure on aspirin and prasugrel. At 104 days post index procedure, the patient was admitted due to sudden onset of chest pain consistent with unstable angina and underwent cardiac catheterization. The in-stent restenosis of the study stent was treated with 2.5 x 15 mm quantum apex balloon and the right ventricular marginal branch was treated with predilatation and implanting a 2.5 x 12 mm non bsc stent. There was what appeared to be a formation of a coronary aneurysm at the site of the study stent noted. The patient was discharged the next day on aspirin and prasugrel.

Event description:
Same patient as 2134265-2011-02122 and 2134265-2011-02380. It was further reported that 104 days post index procedure in addition to the reported chest paint the patient also experienced aneurysmal outpouching. Following treatment of the in-stent restenosis with angioplasty resulted in a 10% residual stenosis. The ostial/proximal portion of the right ventricular marginal branch was the additional lesion treated.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).